Event description:
It was reported that charging port was damaged and did not always work. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support, and no additional information was received regarding the outcome of the event.